Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming transducer fault. There was no patient involvement.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Both pt800 and pt801 transducers would not calibrate at 60 cmh2o even after applying positive and negative pressures.